Manufacturer narrative:
An internal biomérieux investigation was performed following report from a customer in canada of discrepant identification results obtained with the vitek® ms instrument (reference 410895, serial number 50155). Initial testing obtained an identification of streptococcus mitis/oralis. Repeat testing obtained an identification of streptococcus agalactiae. Per the customer report, the suspected organism was streptococcus agalactiae, but no reference method was used to confirm this identification. S. Agalactiae is part of the vitek® ms knowledge base v3.2. The biomérieux investigation analyzed the customer¿s data. Fine tuning: the fine tuning status of the instrument was not good at the time of test acquisition. For monitoring vitek ms fine tuning status with the vilink alert tool, the fine tuning must be conform and the calibrator spot preparation must be optimal. In this case, the fine tuning made before the identification issue was not conform and the calibrator spot preparation was non-optimal. This could impact the relevance of this fine tuning status analysis. Spot preparation quality: the customer¿s spot preparation quality was not optimal. The calibrator and sample ¿all peaks¿ values are quite heterogeneous. In case of optimal spot preparation, the ¿all peaks¿ values of calibrators spectra should be homogeneous. Sample data analysis: the number of all peaks were heterogeneous (between 36 and 83). The misidentification was obtained from the spectra having the lowest number of peaks (36) which is near the acceptable limit for giving an ¿identification¿ result or a ¿no identification¿ result (30). The investigation concluded that the misidentification was due to non-optimal spot preparation, as well as the non-optimal fine tuning. The investigation conclusion recommended local customer service discuss sample preparation with the customer and provided training materials to reinforce the proper technique for spot preparation. Additionally, the customer should perform a new fine tuning using the fine tuning procedure included in the vitek ms service manual.

Event description:
On (B)(6) 2020, a customer in (B)(6) reported abnormal results with vitek® ms instrument - reference 410895, serial number (B)(4). Initial test: identification of streptococcus mitis/oralis. Repeat test: identification of streptococcus agalactiae. Colony morphology grey hemolytic colony, gram stain: gpc chains, cat negative. Repeat identification matched colonial morphology and was reported. The customer confirmed that this event didn't impact the patient state of health or lead to a delay of results. A biomérieux internal investigation has been initiated.